Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04498, 0001822565-2018-04499. Concomitant medical products: unknown vanguard tibial tray, catalog#: ni, lot#: ni; unknown vanguard tibial bearing, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was treated with antibiotics to facilitate wound healing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being sent to relay corrected information. The previous medwatch was sent under the wrong manufacturer number. Another medwatch will be sent for this event under the correct manufacturer number.